Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient removed sensor and claimed that sensor wire remained under skin. Patient had inserted sensor in upper left buttock, an unapproved sensor insertion area. Patient reported experiencing no discomfort at insertion site. No medical intervention was necessary. At the time of the call, patient reported being in fine condition.